Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, the right ventricular (rv) lead exhibited high and rising impedance consistent with pacing lead tip mineralisation. The rv lead remains in use. No patient complications have been reported as a result of this event.